Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of band premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the third and the fifth bands did not react when they were attempted to be deployed for the first time. A second attempt was made to deploy the bands, and it was noticed that two bands were intertwined. After the sixth band was released, the seventh band slipped and fell off. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.